Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient had a fluid leak that was found after cancelling pd treatment. The patient had an unknown alarm on (B)(6) 2024 and stopped using the cycler and did manual treatments, but then on (B)(6) 2024 when the nurse was attempting to help the patient set up for a treatment, fluid was discovered in the pump module and on the external part of the cassette. In the initial call, the nurse did not report any harm that was caused to the patient due to the fluid leak that took place over 3 weeks prior. Additional information was requested but none was provided. No samples were returned for analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient had a fluid leak that was found after cancelling pd treatment. The patient had an unknown alarm on (B)(6) 2024 and stopped using the cycler and did manual treatments, but then on (B)(6) 2024 when the nurse was attempting to help the patient set up for a treatment, fluid was discovered in the pump module and on the external part of the cassette. In the initial call, the nurse did not report any harm that was caused to the patient due to the fluid leak that took place over 3 weeks prior. Additional information was requested but none was provided. No samples were returned for analysis.